Event description:
The account reported the device was used during a splenectomy. It was reported the mcl20 clips would not approximate. Another applier was opened to complete the case. There was no consequence to the pt.